Event description:
It was reported that the device would alarm connect cable and intermittently fail to detect the therapy cable. There was no report of pt involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the internal therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced internal therapy connector assembly and determined the root cause of malfunction to be a broken pin from therapy cable stuck inside socket #1. The contact cable was also found pushed down out of position by installation of another therapy cable. The original corresponding therapy cable was not available for evaluation.